Event description:
It was discovered during kit inspection that the ball bearings are missing from the articular surface provisional.

Manufacturer narrative:
This report will be amended when our investigation is complete.